Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil had broken/fractured at the glue joint. The main coil was not returned. The proximal contact and delivery wire were kinked likely due to handling during use. Functional testing could not be performed due to the condition of the device. Information available indicated that the device was confirmed to be in good condition prior to use and that the main coil had stretched. It is probable that stretching of the main coil may have contributed to the break at the glue junction limiting its performance during the clinical procedure. An assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the device revealed that the main coil was broken at the glue joint. There was no reported clinical consequences to the patient.